Event description:
It was reported that during a liver resection procedure, teflon pad got loose after 10 minutes. Part did not fall into patient. Another like device was used to complete the procedure. There was no patient consequence.